Event description:
The customer reported that the system displayed an overheating error message and a low ma error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The software and calibration files were reloaded. The system was calibrated. The system was tested and operates as intended.